Event description:
Patient was put on pb-840 ventilator. Patient was receiving tidal volumes and ventilator was working fine. Around 0545, patient was not receiving tidal volumes, vent was not properly ventilating patient. Ventilator was switched out which properly ventilated patient.